Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV set male luer broke off in needless connector while disconnecting IV set. The connector was attached to the PICC line hub. The user tried to connect a saline flush syringe to connector and it wouldn¿t screw in and that is when the user noted the broken off male luer. The user then looked at the IV set and noticed the small piece of the male tip missing. The user changed out the needless connector and there was no patient harm.